Manufacturer narrative:
Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. As previously reported in the importer medwatch # (B )(4) and the manufacturer medwatch # (B)(4), through follow-up communication with the chief perfusionist livanova deutschland learned that the water in the heater-cooler systems 3t in use is changed every day and they are stored dry. This is not in alignment with current instruction for use however reportedly the devices are very clean and there is no sign of biofilm. The devices are located inside the operating theatre during use. We are currently waiting to know the result of microbial sampling performed at customer site. Reportedly the tests are still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report

Event description:
Livanova (B)(4) received a report of 8 patients infected with mycobacterium chimaera. The importer medwatch # (B)(4) and the manufacturer medwatch # (B)(4) already submitted. This report captures one of the mentioned patient infections. Following to primary diagnosis of pericardial effusion, a patient undergone cardiac surgery on (B)(6) 2019. The serial number of the heater-cooler system 3t used is unknown. On the same day (B)(6) 2017 the patient was confirmed to be infected with mycobacterium avium intracellulare complex and mycobacterium chimaera was identified. The patient has lung cancer diagnosed in 2018, recurrent pericardial effusion, status declining, placed on hospice (B)(6) 2019.

Manufacturer narrative:
H.10: the serial number of the device used for this specific surgery is still unknown. However, two (2) over five (5) devices which were in use at the hospital resulted to be contaminated. Only one serial number has been provided ((B)(6)) and a follow up report for the cases associated to this specific device has been filed. The second serial number remains unknown as well as the type of contamination. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.